Manufacturer narrative:
(B)(4).

Event description:
When the healthcare provider removed the pump from the catheter the healthcare provider had no flow of csf. When examined further and found that the catheter not far into tissue and when the healthcare provider pulled it came out. It looked as if it broke apart entirely. The whole catheter was not retrieved.

Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, lot# n165074007, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a female patient receiving intrathecal baclofen 1.0 mg/ml at 0.07 mg/day, bupivacaine 33.7 mg/ml at 2.476 mg/day, and morphine 30 mg/ml at 2.2 mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and chronic low back pain. It was reported that patient was in for routine end of life (eol) pump replacement. When disconnecting the pump from the catheter, it was noted that catheter was barely in spine, when pulled they on it, it all came out. Look as if it broke off/fractured. The catheter was also replaced, and the dose was decreased. No patient symptoms reported. The issue had been resolved. The catheter will not be returned for analysis, as it was discarded. The patient status at the time of this report was "alive- no injury." If additional information is received this report will be updated.